Event description:
Caller, user's father, stated that they had a pod that may have over-delivered insulin causing a severe hypoglycemic episode. He was taken to the ER and admitted to the hospital. An insulet clinical specialist met with the customer at the md's office after the incident. She reviewed the pdm history around the event and noted that the pdm (controller) date/time settings were incorrect. The pdm was set 36 hours behind actual time. Looking through this customer's history, they were sent a replacement pdm back in 2008. Due to time constraints, they could not confirm if the clock has been off since they set up this replacement pdm. The patient's pdm history records indicated average bolus delivery doses ranging between 7-9 units/bolus. On the evening of the event, the patient had manually delivered two boluses within 25 minutes of each other. The two boluses were 24 units and 8 units for a total of 32 units. No recorded blood sugar values or carbohydrate values were recorded or entered into the pdm. The patient told the clinical specialist that he had a high blood sugar, but it was not reflected in the pdm history, which is his primary bg meter. The pod's involved were not returned for evaluation. No other information was reported.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.